Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) needs a new safety chamber. No harm.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.after further review, the emdrs for this complaint were incorrectly submitted. The complaint was created in error; there was no reported customer dissatisfaction related to this event, rendering it non-reportable to the FDA. As a result, no follow-up emdr is necessary. Please cancel it in your database.

Event description:
N/a.